Event description:
A 37-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6), 2025. On (B)(6) 2025, novocure was informed that the patient developed a rash over her entire body, first observed on (B)(6) 2025, which led to a temporary discontinuation of optune gio therapy. On (B)(6) 2025, while removing the transducer arrays, the spouse noted significant irritation of the patient's scalp accompanied by purulent drainage. The rash reportedly worsened, although the patient resumed therapy on (B)(6) 2025, after improvement of the scalp condition. Optune gio therapy was temporarily discontinued again on the morning of (B)(6) 2025, due to a skin reaction described as itching and red spots under the arrays. On the same day, novocure was informed that the patient had been prescribed prednisone and had consulted with an infectious disease specialist. Notably, the physician considered the possibility that the rash may be an allergic reaction to the prescribed antibiotics. Novocure received four photos showing all sides of the patient's head which depicted diffuse mild to moderate erythema with moderately erythematous lesions on the entire scalp in the previous location of the arrays. The patient resumed optune gio therapy on (B)(6) 2025. The prescribing physician was contacted for further details, although no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation on the head cannot be ruled out. The rash on the entire body is unrelated to device use and is likely related to the prescribed antibiotics, as indicated by the prescribing physician. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is october 10, 2017.